Event description:
During follow-up with the home patient (hp) for an unrelated issue, the hp reported that he had recently started peritoneal dialysis (pd) dialysis with the homechoice, and he did not want to continue. He alleged that he had many symptoms caused by pd therapy that he stated that he did not suffer from when he was on hemodialysis. He reported that he had headaches, dizziness, swelling in his legs and feet, his voice changed, he had fluid in his lungs, his face became rounded, an his eyes became an almond shape. He stated that he was speaking with his doctor about this one day, and he described the way he felt as "conscious but asleep", which he stated caused him to have a bad memory of what was said. The hp followed up with the pd nurse by telephone who informed the hp to change the solution bags from 1.5% to 2.5%. The patient stated his symptoms did not improve by changing solution bag concentration and performed his last pd therapy on (B)(6) 2012. The patient went to the pd clinic for a follow up visit and received oxygen for the shortness of breath. The hp was informed by the pd nurse that he had fluid in the lungs. The patient stated he still has a fistula and had hemodialysis therapy on (B)(6) 2012. The patient reported feeling much improved since pd therapy has been discontinued and plans on continuing hemodialysis therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the devices logs revealed no failure or malfunction that could have caused or contributed to the reported difficulties. The device was evaluated and no failure or malfunctions were identified that could have caused or contributed to the reported difficulties. The device passed both the electrical and functional testing and was determined to meet performance specification requirements. No failure or malfunction were identified that could have caused or contributed to the reported difficulties. Review of the device history and service history revealed no issues that could have caused or contributed to the reported difficulty the reported issue was not confirmed. The assignable cause was undetermined. If additional information becomes available, a follow up report will be submitted.